Manufacturer narrative:
Unique device identifier: (B)(4). Device history record:the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the returned mayfield base unit (a3101). Unit was received with the white rings at the handle hole squeezing out. The base handle was out of adjustment and needs to be readjusted. General maintenance and cleaning also required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield base unit (a3101) was hard to lock in place and the white rings on the locking handle were moving out of place. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.